Manufacturer narrative:
Receiving last shipped date.

Event description:
The complainant reported a female patient's death due to bronchial aspiration. The swiss affiliate reported that the patient's spouse stated that a companion pump (listed #84) was used to feed the patient in 2005. An abbott giving set (feeding set) was used, but there is no information regarding product list or lot number. When the solution was finished, the pump continued to pump without provoking any alarm. The pump is not available for testing. The patient's spouse reported that the pump was sent to an independent institution for testing. No feeding rate or volume specifics were provided. No other patient information was provided. Additional information has been requested from the affiliate.